Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient saw a power-on-reset (por) message on the programmer unit. There were no recent medical tests performed or emi environmental exposure reported that could be related to the issue. The patient contacted their healthcare professional (hcp) and they were directed to contact the manufacturer to take care of the issue. The patient was then re-directed back to their hcp for the por issue. There were no further complications reported or anticipated.